Event description:
Md applied an elbow fixator locked at 90 degrees. Approximately 2 weeks after the pt was allowed full range of motion. Subsequently, the pt got out of bed and the proximal bone screws broke. Md removed the fixator and bone screw pieces. There was no injury or loss of fracture reduction.